Event description:
Many side effects including: bloating, cramping, headaches, painful periods, incontinence, gas, weight gain, vision changes, extremely heavy menstruation, excessive blood clots during menstruation.